Event description:
On 13th march 2024, rayner received notification from its distirbutor in south africa of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was found to be faulty immediately following implantation; however, no further description of the lens fault has been provided. Lens explantation and exchange were required.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was found to be faulty immediately following implantation; however, no further description of the lens fault has been provided. The lens was explanted and exchanged for a back-up within the original surgery session. Surgery is reported to have been prolonged. The patient is reported to have recovered with sequelae and prognosis is good. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There is insufficient evidence and information available in this case to establish contributory and/or causative factors. Rayner is following up via its distributor in south africa to obtain additional information to facilitate further investigation. Our review of production records for the rayone aspheric rao600c batch 093224749 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received agianst the rayone aspheric rao600c batch 093224749.